Event description:
Healthcare professional (hcp) reported a fiber leak noted at the beginning of the pt treatment with a psn 210 dialyzer. No air leak was performed on the dialyzer prior to prime. Treatment was stopped and the blood leak was verified via hemastix. No visual blood was noted in dialysate compartment. Treatment was continued with new disposables and a dialyzer of same lot without incident. Hcp reported no pt injury or need for medical intervention.